Event description:
The customer reported that the ventilator screen is blank and it's beeping would not turn on. The customer reported the device was not in use on a pt therefore, there was no pt involvement or harm. The unit still pending completion of repair.

Manufacturer narrative:
Pending repair completion.